Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not upstream occlusion during testing' which was not reproduced. The cause was determined to be an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed air in line. The cause was identified to be an out of specification ultrasonic sensor which was replaced to correct the condition.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.